Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 3.2 inr. Donor 1 hct: 47%, donor 2 hct: 54%. Testing results: donor #1: retention meter and master lot strips: 2.2 inr, customer meter and master lot strips: 2.2 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and master lot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Patient admits to using the same finger to retrieve the two reported test results. Product labeling states that use of the same finger for multiple tests has been known to cause inaccurate results.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of questionable inr results on a coaguchek xs meter with serial number (B)(4). At 09:27 am the result from the meter was 5.7 inr. At 09:32 am the result from the meter was >8.0 inr with the same finger. The customer did not notify the doctor because she suspected the results were discrepant. There was no allegation of an adverse event. No actions were taken based on the results from the meter. The customer feels "fine". The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no changes in diet and no bleeding or bruising. The customer has had no changes in coumadin dose. The customer had strep throat and influenza with antibiotics 2 weeks before the event. The customer's prednisone dose was increased. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.